Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01015. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno fiberscope exhibited a "bad" image during therapeutic ureterosection, which caused the procedure to be prolonged for greater than or equal to 30 minutes while the patient was under sedation. The procedure was completed with a back-up device. There were no reports of patient or user harm.

Event description:
Additional information received that the customer clarified the prolongation of procedure was unknown. Additionally, the customer confirmed no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and the legal manufacturer's final investigation. This report has been submitted by the importer under this MDR report number (B)(4). The device underwent a visual inspection and functional tests to assess the device status. Based on the results of the investigation, olympus confirmed the customer allegation of bad image due to three broken internal glass and a misalignment of the back focus. The event was initially classified as a serious injury based on the allegation that the procedure was prolonged by 30 minutes or more. However, after further follow-up with the customer, it was determined that the prolongation of the procedure was not known. Olympus will continue to monitor field performance for this device.